Event description:
During an atrial fibrillation ablation procedure using a safire blu duo ablation catheter, a cardiac tamponade occurred. The safire blu duo ablation catheter was being used to ablate the lateral ridge of the left atrium between the base of the left atrial appendage and the left inferior pulmonary vein when the patient became hypotensive and a pericardial effusion was noted. A pericardiocentesis was performed, which stabilized the patient. The patient remained stable. There were no performance issues with any sjm device.